Event description:
A lap band had been in place for approximatley four years. The pt was off and on compliant, but most recently very non-compliant and had experienced weight gain. The beginning weight at implantation was (B)(6) lbs, current weight is (B)(6) lbs. An upper endoscopy revealed no sign of an erosion and abdominal wall exploration revealed the port and attached tubing had no leak present. Laparscopy revealed extravasation of saline from the band itself and after explant of the band, a clear fluid extravasation was demonstrated from the band. The surgeon elected to not replace the band at the time of this procedure. There was no pt injury.